Event description:
A tandem mobi cartridge alarm was reported by the caller, which occurred during the cartridge load process. There was no adverse impact to the customer's blood glucose level. It was confirmed that the alarm had not been previously reported with this specific pump, though consecutive cartridge alarms were noted. Technical support decided to replace the pump and advised the caller on the steps to store and return the faulty device. The customer was informed that they would receive a replacement pump with updated software and was guided on setting up the new pump, including programming settings and connecting their cgm. The customer understood and acknowledged all instructions provided by technical support.